Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple power loss alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for power loss alarm and noticed the received error alarm again. Sending replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to power connector not plugged in properly. Unable to verify power loss alarm or perform functional testings due to blank display.